Event description:
Initial reporter indicated that the patient had not been seen for over a year. It was reported that the patient had an increase in seizures in last six months or more. No pain with stimulation reported in neck area. Diagnostics were performed that showed high lead impedance indicating a possible lead malfunction. Patient x-rays reviewed by physician "showed possible problem with electrodes, pin seemed in place. Opinion of surgeon, is child has grown a lot and he is considering what he could do to address the problem reloops in the neck". The patient may be scheduled for lead revision.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.